Event description:
The customer reported that during testing the unit had pacer failure after the delivery of one paced beat. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during testing the unit had pacer failure after the delivery of one paced beat. There was no pt involvement. The defibrillator was returned to philips for eval. The reported symptom was verified. Replacement of the power pca resolved the symptom.